Event description:
On 05/29/2025, it was reported by a sales representative via (B)(4) that an ar-8944dh driver is bent at the tip. This occurred during use in a case with no patient effect.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. One unpackaged driver, t10 hexalobe, batch number 1391922, was received for investigation. Visual inspection noted that the hex geometry was twisted and the threads were stripped. The most likely cause for the reported failure can be attributed to user-applied excessive force during the tightening process. Refer to investigation photos. The complaint allegation is confirmed.